Event description:
Information was received from consumer via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that recharging was completed (the controller was 40% charged and the ins was 100% charged), but when the recharger was removed, it became locked; after unlocking it, it became undetectable from the ins search and the controller was asked to be brought closer to the ins. Although the battery pack was reattached, even when it was brought closer to the lower back ins and put into search mode, the device would not be detected after a while. Whether the patient touched another place when removing the cord was checked, but the patient said that only removing the cord was done, and when the patient tried to push the on/off button for the ins, the message "please move it close to the device" appeared. The controller's battery was low, so the patient was asked to try the operation again after completely charging it. It was later reported that the patient's controller and recharger were replaced. The ins and controller could charge to 100%, but if the lock screen was unlocked after charging, the device would not be detected; even if it was reset, it was not resolved. When asked whether or not the serial number of the displayed ins was selected during pairing, they noted that they did not remember. No further information was available.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.